Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump was monitored and functioning properly. No trace pointers are invalid error, no post-reset ram crc alarm, no the motor arm cannot communicate with the main arm, and no failed battery alarm during testing. (B)(4) software error detected found in the pump history due to electronic assembly.

Event description:
The customer reported via phone call that insulin pump shut off,flashed and beeping. Blood glucose was 138 mg/dl. Customer also reported that insulin pump had multiple pump error alarms. Customer reported they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.